Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime alarm test due to moisture damage noted in the force sensor resistor. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose was 580 mg/dl. Troubleshooting was done. The customer stated that insulin was squirting out during the manual prime process. The customer stated that he was able to clear the alarm and still deliver a bolus. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.